Manufacturer narrative:
The contact details for the initial reporter was not provided, therefore, no information was captured in section. No information was captured in section as the customer's weight was not provided.

Event description:
The customer reported that she obtained blood glucose readings of 288 mg/dl at 1:09 a.m., 301 mg/dl at 1:20 a.m., 272 mg/dl at 2:21 a.m., 263 mg/dl at 2:44 a.m., and 157 mg/dl at 8:36 a.m. On the contour next link 2.4 meter. The customer stated that she received 2 units of additional insulin from the insulin pump based on high readings. The customer experienced symptoms of hypoglycemia such as dizziness and then became unconscious. At 10 a.m., an ambulance was called and a blood glucose test was performed with the ambulance's meter, which gave a reading of 32 mg/dl. The customer was given intravenous dextrose, after which she recovered well. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next link 2.4 meter for evaluation. No test strips were returned. Therefore, the in-house test strips from lot # 9jpeg10a were used for testing. The returned meter was tested with the in-house test strips using a blood sample, which gave a satisfactory performance.